Event description:
Malfunction of right deflate button from tourniquet detected towards the end of surgery. Tourniquet cord removed from tourniquet machine in order to deflate tourniquet. Did not deflate when button pushed.

Event description:
Malfunction of right deflate button from tourniquet detected towards the end of surgery. Tourniquet cord removed from tourniquet machine in order to deflate tourniquet. Did not deflate when button pushed.